Event description:
It was reported that 3 bd safetyglide¿ needles experienced clogged needles. The following information was provided by the initial reporter: pharmacist was unable to depress the plunger. Pharmacy had issues with three needles today while giving vaccines. Pharmacist states there were no adverse effects, no additional treatment needed and has some samples not used to return from the same lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the needles were clogged. To aid in the investigation, nine samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Eight samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. A device history record review was completed for provided lot number 2014639. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.